Event description:
The patient reported sparking from the power supply cord. The power supply was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
One cardiomems patient electronics unit with i3 accessories was returned. Visual inspection of returned material revealed frayed and exposed wires on the the power supply. Software evaluation was not possible with material returned. Sparking was not replicated during evaluation. The cause of the reported event was determined to be frayed wires on the power supply.

Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. A review of the patient network database confirmed the patient electronics unit was able to communicate with merlin.net following the replacement of the power supply, indicating this resolved the power issue.